Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under-infused during patient therapy. The syringe should have had 11-12 ml left based on the infusion rates however the syringe had 38 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.